Event description:
An endurant bifurcated stent graft was received at a distribution center. It was reported that there was damage noted on the outer box, the box was bent and crushed. No clinical sequelae were reported as the device was at a distribution center.

Manufacturer narrative:
(B)(4). Results of eval: (bent and crushed box). (No conclusion can be drawn as limited info was received).